Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening striated assessed as to surgical damage and a crease smooth opening assessed to a fold flaw opening. Additional observations: crease fold observed in the surface of the shell. Wear abrasion observed in the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.